Event description:
Event description guidant received information that following implant of this transvenous implantable lead, the patient experienced respiratory distress and heart failure when the physician was accessing the patient's coronary sinus. The lead was capped and while still on the table, the patient's respiratory distress progressed to ventricular fibrillation. Attempts to externally defibrillate were unsuccessful and the patient expired.